Event description:
Anchor broke during insertion. The broken piece was removed and a back-up device was used to complete the shoulder surgery. Malfunction report form states that the site was pre-drilled prior to insertion. No problems were experienced as a result.